Event description:
The customer reported a key failure. A key failure can prevent the delivery of failure. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a key failure. A key failure can prevent the delivery of failure. There was no report of patient involvement. The unit was evaluated by a philips field service engineer and the symptom was verified. The bezel assembly was replaced to resolve the reported issue.